Event description:
Pdc received a call on (B)(6) 2014 reporting a medical intervention that occured on (B)(6)2014 at 2:30am. Pt's wife ((B)(6)) called in stating she came home to find the pt unresponsive and showing signs of having a seizure. The actual reading on the prodigy meter at the time of the event was 129 mg/dl. Paramedics performed a blood glucose test using their meter with a result of 32mg/dl. Approximately 25 minutes passed between testing with the prodigy meter and the paramedic's meter. Paramedics tested pt's glucose again with the prodigy meter and obtained a result of 122mg/dl and also tested again using their meter with a result of 32mg/dl. Caller also stated that after the event around 4:30pm the pt purchased a new meter from (B)(6) and tested his blood glucose with a result of 32mg/dl, then tested again with the prodigy meter with a result of 121mg/dl. Pt was give d50 IV and glucagon treatment by paramedics and not transported to ER. Pdc sent replacement and prepaid envelope requesting return of suspect device.